Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and high pacing thresholds. Additional information indicated that the cause of undersensing and high thresholds was unknown. The field representative was able to run a threshold test after the physician broke the flutter and confirmed high threshold. An undersensed p wave was noted which was not good as patient was in sinus. The lead was surgically abandoned. No additional adverse patient effects were reported.